Event description:
The customer contact reported that the device did not alarm when a distal occlusion was present. The device was returned to the biomedical engineering dept. For an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays of critical therapies while the pump was in clinical use. During testing at the user facility, the device did not alarm when a distal occlusion was present. Though requested, no additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is received, a f/u report will be submitted. The device has been identified as part of a product recall. Customer notification dated 2013. This report represents all the info known by the reporter upon query by hospira personnel.